Manufacturer narrative:
Internal complaint reference: (B)(6). Article cite: zehir, s., sahin, e., & zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Ulusal travma ve acil cerrahi dergisi = turkish journal of trauma & emergency surgery : tjtes, 21(6), 469¿476. Https://doi.org/10.5505/tjtes.2015.28227.

Event description:
It was reported that on literature review " comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures", 1 patient experienced deep wound infection after an interlocking intramedullary nail procedure in the femur using an intertan nail fixation implant. This adverse event was resolved single step tissue debridement. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, 1 patient experienced deep wound infection after an interlocking intramedullary nail procedure in the femur using an intertan nail fixation implant. This adverse event was resolved single step tissue debridement. The infection likely had a hematogenous source and not a complication from the product. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The patient¿s outcome/impact beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.